Manufacturer narrative:
Initial reporter address: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was observed, as the brown substance seen on the product is dried additive. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. The brown substance seen on the product is dried additive root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® acd solution a blood collection tubes. The following information was provided by the initial reporter, "dirty inside tubes." 100 occurrences reported.